Event description:
This event is reportable based on the product analysis approved on 03/23/2007. It was reported that during a drug eluting stenting procedure of the mid left anterior descending artery, the physician was unable to cross the lesion with a 2.75x24mm taxus liberte stent. There were no patient complications. Patient status is reported as "good". However, the returned product analysis revealed that there was shaft fracture.

Manufacturer narrative:
Device evaluation: visual examination of the unit revealed a shaft hypotube break, approximately 119cm distal from the strain relief. This type of damage is consistent with excessive force being applied to the device. Visual examination of the profiles of the device, including the crimped stent and the balloon found no issues which could have resulted in a restriction occurring during the physicians attempts to cross the lesion. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications. The root cause of the reported complaint is unknown.